Event description:
Suspected premature battery depletion on the device was noted. The device was explanted and replaced. The patient was stable with no adverse consequences.

Manufacturer narrative:
The field complaint of premature depletion could not be confirmed. The device was received at elective replacement battery voltage. Analysis of the device image found no battery trend data anomalies. Autocapture had been enabled with occurrences in high output mode, and, as stated in the device manual, programming to high output settings may shorten the time to elective replacement indicator trigger. Device interrogation revealed no high current. Longevity assessment was performed, and total projected longevity exceeds the majority of the implant duration based on field settings indicating normal battery depletion.